Event description:
It was reported that during acl procedure, surgeon was drilling into the pt's femur and tip section of crosspin drill fractured. Two fragments of the drill remain implanted in pt's bone.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of the event.